Event description:
Additional information: the patient was seen in an outpatient clinic visit with the surgeon. At this time he decided she needed an exchange and debridement. The patient was admitted on (B)(6) 2019. Her vad was exchanged on (B)(6) 2019. The patient was diagnosed with gram + rods and gram + rods, few corynebacterium species. The velour from the driveline had eroded into the patient¿s skin. The patient had pain and drainage at the site.

Manufacturer narrative:
Investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(4), and a specific cause for the patient¿s infection could not be conclusively determined. (B)(4) was returned assembled with the driveline (dl) severed approximately 1¿ from the pump housing. The distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port with a plastic cap covering its distal end. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 8 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported the patient underwent a pump exchange due to a persistent driveline infection. No additional information was provided.